Event description:
Patient reported right side, "cysts", "pain", and "noticed the change in shape, texture and a size increased". Device remains implanted. Patient later reported having "textured breast implants."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
Patient additionally reported against right side "intro-capsular rupture on my prosthesis, and a suggestive signal of fluid around it". The event of "cysts" is non-device related. The device has been explanted and replaced.